Event description:
Device 1 of 3: reference MFR report: 3008829311-2017-00580, reference MFR report: 3008829311-2017-00581. The patient had 4 leads (1 from lot ab2097, 1 from lot ab2111 and 2 from lot ab2200) it was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the system was explanted.